Event description:
Devilbiss healthcare was notified by an authorized service center of an incident involving an oxygen concentrator. The unit was sent to the service center for "service", with no report or evidence of illness, injury or medical treatment associated with the complaint. During the course of the device evaluation, the service technician observed potential "warping" of the rear cabinet. The unit was returned to devilbiss for further evaluation, which revealed evidence of operation in a dusty and cigarette smoke filled environment. The internal tubing is yellow-stained and smells of cigarette. The compressor filter is dirty, causing flow restriction, which is causing the compressor to shut down. There are no high temperature alarms recorded, the cooling fan is operating to specification, and there is no evidence of internal thermal deformation. The warping of the rear cabinet is the of result of operating the unit too close to an external heat source.